Manufacturer narrative:
This lead remains implanted. Should additional information become available this investigation will be updated.

Event description:
It was reported that this right atrial (ra) lead dislodged one day post operation and was thus explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that this right atrial (ra) lead dislodged one day post operation. No adverse patient effects were reported. The lead remains implanted.